Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7159312.

Event description:
It was reported that following a trial procedure, the patient had a cerebrospinal fluid (csf) leak. Symptoms of headache, neck pain and vomiting were noted. The patient was prescribed with caffeine, pain medication along with directed to lay flat in bed rest and performed blood patch. The patient underwent an early lead pull and the explanted trial leads were discarded by the medical facility.